Manufacturer narrative:
The reported failure of the active exhalation valve and prox_press_railed_low is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator service required, obstruction and the active exhalation valve failed alarm occurred and condensation often accumulates inside the exhalation valve tube on a trilogy evo ventilator while in use on a patient. There was no report of harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the reported alarms were not reproduced but error codes in relation to (active exhalation valve failed and prox_press_railed_low) were observed in the device vent log. A performance test was conducted and no abnormalities were confirmed. The allegation of condensation accumulation inside the exhalation valve was confirmed therefore it was determined that the accumulation of water inside the circuit is the root cause of the reported issues. Additionally, during the service of the device, an error code in relation to (obstruction_expiratory) was recorded in the device event log. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version is confirmed 1.06.10.00.